Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the adverse event, and the use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The pd cultures resulted in negative growth, ¿unfortunately, pd-fluid cultures do not always yield an organism in patients with clinical findings of peritonitis. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained with other causes being infection with fastidious bacterial organisms, acid-fast bacilli (afb), or fungal organisms.¿ although a cause of the peritonitis was not determined, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that this male peritoneal dialysis (pd) patient was in the hospital due to possible peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 (symptoms unknown). The patient did not contact the clinic on-call nurse to notify them. The patient was admitted to the hospital with a diagnosis of elevated troponin levels. On (B)(6) 2025, the patient had a pd culture obtained. The patient was subsequently diagnosed with peritonitis. The culture was negative for growth. The patient was initiated on antibiotic therapy with vancomycin and ceftazidime (route, dose, frequency, and duration unknown). The patient was discharged on (B)(6) 2025. The cause of the peritonitis event is undetermined. The patient continued ccpd therapy.

Event description:
It was reported that this male peritoneal dialysis (pd) patient was in the hospital due to possible peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 (symptoms unknown). The patient did not contact the clinic on-call nurse to notify them. The patient was admitted to the hospital with a diagnosis of elevated troponin levels. On (B)(6) 2025, the patient had a pd culture obtained. The patient was subsequently diagnosed with peritonitis. The culture was negative for growth. The patient was initiated on antibiotic therapy with vancomycin and ceftazidime (route, dose, frequency, and duration unknown). The patient was discharged on (B)(6) 2025. The cause of the peritonitis event is undetermined. The patient continued ccpd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.